Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacture reference number: 3006705815-2021-00165. It was reported that the patient experienced lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2021 in which the lead was repositioned.